Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and was static. The customer's blood glucose level was 80 mg/dl. The customer declined to further troubleshoot with tandem technical support.